Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
Better more detailed instructions in box with protector. Protector began to come apart less than 2 weeks after purchase. Purchased the (B)(4) night protector on (B)(6) 2013, now (B)(6) 2013 the strip on the back of the device is coming loose, is this normal after less than 2 weeks use. It helps with my snoring but I am concerned about this durability issue.